Event description:
Per customer's medwatch report: "during percutaneous endoscopic gastrostomy (peg) placement procedure, IV line fell apart at checkvalve resulting in fluids everywhere. Event resulted in no patient or staff harm. Our facility is making the report based solely on potential for patient and/or staff harm." No further patient/event information is available on the customer's report. There was no report of medical intervention required.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.